Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse from the USA of germ at exit site and peritonitis with culture positive for staphylococcus in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. On an unreported date, the patient experienced a germ at the exit site that migrated into the peritoneal cavity and resulted in peritonitis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. Outcome of peritonitis with culture positive for staphylococcus was not recovered.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11j28032 and h11i14140 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 6 involved in this peritonitis event.